Event description:
It was reported to philips ventilator will not latch to the stand. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. On the bottom of the v60 unit, there is a small 1-inch screw that secures the ventilator to the ventilator stand. This screw was not tightened down enough to secure the ventilator to the stand; it was hanging loose under the device. The pse readjusted and tightened the screw to resolve the reported issue. The device passed the required performance verification tests per philips standards.